Manufacturer narrative:
Updated fields: b4, b6, b7, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site), h4.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit and replaced the vent valve. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. The name of the initial reporter has been abbreviated due to field character limit; the full name should read: (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown. There was no harm or injury to the patient and no adverse event was reported.